Manufacturer narrative:
The device evaluation found the following: biopsy channel had a leak; the plastic distal end cover had a scratch; the bending section cover adhesive was separated; the connecting tube had a wrinkle 10mm from the adhesive; the scope body was damaged; the switch box unit was broken; the universal cord was buckled; the connector plug unit had a damaged housing; the suction was weak; there was reduced angulation due to stretched angle wires.

Event description:
The customer reported to olympus that the gastrointestinal videoscope tested positive for greater than 500 colony forming units (cfus)/100ml of serratia marcescens and greater than 500 cfu/100ml of escherichia coli. All channels were sampled. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Three attempts were performed to obtain additional information, but no response was received from the customer. The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 6 cfus/100ml and 8 cfus/endoscope of coagulase negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.